Manufacturer narrative:
A review of session records confirmed a battery performance alert dec 9, 2019. When received the device depletion was determined to be premature. The most recent battery voltage occurred on dec 12, 2019; it was 2.737v. Maximum voltage therapy occurred on (B)(6) 2019, it was for capacitor maintenance and the charge time was 9.8 seconds. Since the battery voltage was above the elective replacement indicator (eri), the eri to eol duration was not evaluated. The monthly and daily battery voltage trends were reviewed and a sharp drop in the battery voltage (from dec 8, 2019 to dec 9, 2019) was recorded. The monthly fuel gauge trend was reviewed, and the current trend appeared normal. The patient notifier log stored in the device image was reviewed for entries. The patient notification logs were cleared on (B)(6) 2015 with a notification delivered dec 9, 2019. The cause of the premature battery depletion was consistent with li cluster formation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted and replaced. The patient was stable.